Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would intermittently power up. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and functional stress testing of the device with a test battery and ac power supply. Review of the device log showed a single occurrence of low battery and shutdown warning. Log review also showed the device was capable of powering back on and spo2/nibp being used. There were no inappropriate shutdown or critical error found. The device was performing within specification. The device was recertified and returned to the customer. The battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.